Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that consult interrogation of this pacemaker system was unsuccessful and a 6-second pause in pacing was observed on external telemetry. Upon successful interrogation of this pacemaker, an error message stating "voltage too low for projected remaining capacity" was observed. Technical services (ts) reviewed that the device was in storage mode and battery depletion had occurred, thus pacing was no longer available. Immediate device replacement was recommended. It was noted that the patient's heart rate was 120 beats per minute (bpm) and the patient was admitted to the hospital. This pacemaker remains implanted at this time. No additional adverse patient effects were reported.